Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was recently implanted. After pocket closure, a fluoroscopy was performed, and it was noted that this ra lead helix was retracted. However, all measurements were in range. Therefore, the patient remained under monitoring. No adverse patient effects were reported. This ra remains in service.